Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm during manual prime. The customer's blood glucose was 219mg/dl at the time of incident customer states the does not exit insulin during tubing and she can smell insulin in the reservoir chamber and it does look like there is a buildup where the reservoir connects to the pump. The customer reported that the no delivery alarm was not resolved by changing reservoir. Customer advised to revert to backup plan per hcp instructions. Insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. Insulin pump was received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.